Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the pt was experiencing power spikes due to right side failure. The pt had reportedly remained hospitalized due to the right heart failure condition and was awaiting a heart transplant. A heart from a donor became available and the pt was transplanted. The hospital requested an evaluation of the explanted device.